Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to noise and oversensing while sensing in primary vector. The patient received another inappropriate shock 8 days later while sensing in secondary vector. The patient presented for additional system testing at which time myopotential noise was recorded to all three sensing vectors. The physician plans to explant the s-ICD system and implant the patient with a transvenous ICD. The device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified tool marks and dents in the device case. The device was able to be interrogated and a memory download was performed successfully. Review of device memory identified instances of both physiologic and non-physiologic noise. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.